Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: service was dispatched on 30jun2025. The field service engineer (fse) verified that only monitor and computer were plugged into it. Based on fire department recommendations, fse replaced the charred surge protector (part number pn 973059) by an alternate one. A complaint search was performed for instrument serial number (sn) (B)(6) within the timeframe of 14-days prior to the event occurred to the current day (16jun2025 ¿ 11jul2025) and no similar previous/further complaints were found for this issue. A global complaint search was performed for pn 973059 within timeframe of one year (11jul2024 ¿ current day 11jul2025) and no similar complaints were found for this issue. System check passed on 30jun2025. The customer is operational and does not require further contact. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Replacing surge protector as part of routine troubleshooting resolved the issue.

Event description:
On (B)(6) 2025 the customer reported a charred surge protector (p/n 973059) connected to ups (uninterrupted power supply) on access 2 instrument serial number (s/n) (B)(6).. The event occurred in the afternoon when the instrument was running customer¿s standard test menu. Flames were observed by the customer. According to their emergency preparedness planning (epp) in place, the staff was evacuated. Fire extinguisher was used and fire department was called. There was no report of exposure nor any harm to patients, users or other persons attributable to any output of this device. Nor erroneous neither delayed patient sample results were reported in conjunction with this event. There was no delay in treatment or diagnosis reported. Service was dispatched on 30jun2025.